Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic was cut into multiple pieces, typical of damage created when removing the lens from the eye. Only two optic portions were returned. One optic portion has a linear scratch on the anterior surface near the haptic/optic junction. The two optic portions have addition split and cracked areas near the optic center and along the cut line of damage. Only one haptic was available to evaluate. This haptic was intact to the optic portion. The posterior gusset edge was nicked and cracked. The anterior distal haptic surface has two parallel scratches that end in small chipped damage. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The explanted lens was evaluated. The available haptic had nick damage. This was most likely interpreted as the complaint. Additional optic and haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the lens had a nick in it. Additional information was requested.